Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: visual inspection by rti revealed that the tensioner (part # 391.201, lot #: p506559) was returned with a cable jammed. The tensioner was disassembled. The cable was removed and the components inspected. All components inspected passed the inspection. The overall complaint was not confirmed for broken condition. However, as received condition of device showed the cable was stuck inside the tensioner. No definitive root cause could be attributed based on the information received. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 391.201. Synthes lot #: p506559. Supplier lot #: p506559. Release to warehouse date: 22-jun-2001. Supplier: pioneer surgical technology. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cable tensioner was broken. The issue was discovered upon routine inspection. There was no patient involvement. This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).